Event description:
Patient's double lumen port accessed through medial port. Patient and nurse noticed patient's shirt was saturated with serosanguinous fluid that was leaking from beneath port access site. Nurse stopped infusion, access site continued to leak serosanguinous fluid when flushed with normal saline. Port deaccessed. Port access site produced serosanguinous fluid when palpated with minimal pressure, no crepitus palpated. Patient sent to ir for dye study.